Event description:
It was reported that during a laparoscopic appendectomy procedure, after the doctor fired the device, the cartridge fell off. All staples formed correctly and there was no patient injury. The scrub tech thinks he bumped it, as he was getting it out, causing the cartridge to dislodge from the stapler. It is believed it was the last firing, so there was no need for another. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fell out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.